Event description:
It was reported that the pump was removed nine months after implant due to a possible overdose. Per the reporter, who noted information was obtained on (B)(6) 2005, the patient experienced seizure, urinary tract infection, burning all over, tingling all over, numbness all over, and spasms. The drug in the pump was lioresal. (B)(4) please reference MFR report# 6000030-2005-00383 in regards to a separate reported event for this patient.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted:unk.